Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? : before use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? : no. Returned quantity: (B)(4) ea. Details of the event (timeline, history, etc.): the rubber of the rubber stopper was bent.